Event description:
It was reported that 1 device was used during a cystectomy. It was reported by the affiliate that the mcm20 clips would not stay on the vessel. Another instrument was used to complete the case. There was no consequence to the pt.